Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field experienced of extended charge times could not be verified in the laboratory. Testing on vats revealed that the device had a normal charge time. The longevity calculation was performed based upon the devices parameters. The device is within expected longevity performance. M5: 3372.

Event description:
It was reported that the device was electively replaced due to an extended charge time and low battery voltage.